Event description:
The time of event is unknown. There was no report of patient harm. Poor air/water supply.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the water nozzle sharp. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the bending rubber cut, the air nozzle non-pentax work/parts, and the air tube non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the nozzle falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.